Manufacturer narrative:
(B)(4) evaluation statement: the reported event that the syringe module detects a 3ml syringe instead of the installed 1ml syringe could not be confirmed. No product or event logs have been returned for this investigation. A site visit was performed by the clinical practice consultant on (B)(6) 2020, however the cpc was unable to replicate what the customer was experiencing. File was opened to document an event that the customer reported. No further investigation of this event is possible at this time. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was patient involvement.

Event description:
It was reported that syringe module detects 3ml instead for 1ml